Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen lcck articular surface with locking screw size e f 12mm catalog #: 00599403212 lot #: 63333347, nexgen cemented stemmed precoat tibial component size 4 catalog #: 00598003702 lot #: 63728135, unknown nexgen femoral component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02612, 0002648920-2020-00463. This report was previously submitted erroneously on jul 20, 2020 and aug 6, 2020 under manufacturing report number 0001822565-2020-02613.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address instability and breakage of the tibial stem screw approximately three (3) years post-operatively. Attempts have been made and no additional information is available at this time.